Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced insulin flow blocked alarm during therapy event on (B)(6) 2026. Insulin doesn't exit the tubing. The location of blockage is tubing. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.